Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: the battery compartment was found to be cracked. Evidence of moisture was observed in the compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and evidence of moisture was found on the support bracket and keypad flex connector. Unrelated to the complaint, the display screen was dim and discolored. The battery cap had stripped threads and was unable to secure on the pump. A test cap was used for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was evident inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.